Event description:
It was reported that patient presented to the hospital with symptoms of tiredness and dyspnea. It was noted during the device interrogation, the right atrial (ra) lead exhibited no detection and an x-ray showed there was ra lead dislocation. The device was reprogrammed and the ra lead was consequently repositioned. The ra lead remains in use. The patient is a participant in the panorama ii clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).